Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 29 -500 mg/dl, and a high ketone level. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, customer believes they had covid which also contributed to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was addressed via intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.